Manufacturer narrative:
(B)(4). Additional information requested and received: please describe shape of staples where specifically was the bleeding identified? Answer: per sales rep feedback, the staples are not formed as b shape very well which caused bleeding.

Manufacturer narrative:
(B)(4). Batch # p56a41. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. One picture was provided; picture received shows a device with a blue cartridge loaded, that the drivers can be seen exposed. As if it was fired. A second blue cartridge can be seen near to the device, the cartridge seems to be fully fired as the drivers can be observed exposed. Based on the photo alone the event describe can not be confirmed. Please refer to the device analysis for full analysis details and conclusion. Additional information requested but unavailable: please describe shape of staples. Where specifically was the bleeding identified? Please describe shape of staples. Where specifically was the bleeding identified?

Manufacturer narrative:
(B)(4). Date sent: 10/31/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: is the patient in the ICU due to the issues experienced with the ec60a device? Please explain. After surgery, for better post operation care, the patient would be in ICU on the 1st day in this hospital. Was the hospital stay lengthened due to the issues experienced with the ec60a device? Yes, 5-7 days. What is the current status of the patient? Stable and left from the hospital.

Event description:
It was reported that during the radical gastrectomy for gastric cancer, after fired when anastomosed jejunum and stomach , found the staples malformed with irregular shape, changed another reload, the event re-happened. The patient lost 800 ml blood without transfusion, used new like device and white reload to stop the bleeding. Now the patient is stable and in ICU.